Event description:
Infusion device set up by pt. Device was supposed to infuse by itself once hooked up. It failed to work properly. Tubing was examined and appeared to have crimps in tubing. Device was not clamped at anytime.